Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure message. It was noted that the patient had been transferred in from another facility. The patient was on bypass without pressure or waveform. The customer was advised that they can utilize the transducer system to monitor pressure once the patient comes off pump and they resume pumping. They were also advised to disconnect the fiber optic cable in order to do this. The customer understood and will attempt. There was no patient harm or adverse event reported.